Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place without sequela.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803.the device was returned and evaluated. Three files were returned visually inspected, evaluated for land-width measurements and torque properties, and found to be in specification; no visual defects were noted. A DHR review was also conducted and it was determined that the product was manufactured according to specification and met all final acceptance criteria. Please note that this event and the event documented under report number 2320721-2006-00476 involve the same pt.